Event description:
Event description: it was reported that after an atrial fibrillation (afib) procedure, which included the use of a boston scientific pulsed field ablation (pfa) device, after catheters and sheaths were removed, and while protamine was being given, the patient¿s blood pressure dropped. An echo showed no pericardial effusion, nor did the post-pfa intracardiac echo (ice) imaging. Chest compressions were administered, epinephrine, steroids, and benadryl were given. The patient¿s pressure went back up then down again. The patient was unstable for a long time. They were placed on extracorporeal membrane oxygenation (ECMO). The patient left the electrophysiology (ep) lab three hours after the afib procedure ended, ¿after closing.¿ the patient status was ¿stable, going to the ICU.¿ the physician believed the patient had a possible protamine reaction, stating the ¿cnra¿ did not give a test dose, just a full dose at the end. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".